Event description:
It was reported that one side of the contamination shield was detached during use with a catheter. No pt complications.

Manufacturer narrative:
The device was returned and evaluated. Only the contamination shield was returned. The shield returned has ava high flow connectors. It is not known if the catheter was being used with a ava catheter. The contamination shield has a portion of the distal connector detached. The detached section is the section used to attach to the ava catheter. This section was not returned. Device is similar to model no mct80l, american pharmaseal percutaneous catheter insertion tray with 8 french introducer.